Manufacturer narrative:
One medfusion pump was received with the plunger seal broken, the case top cracked by corners and tubing guides, cracked keypad support lens and damaged right plunger case. The case bottom had broken tabs. The event history log was reviewed and there was a "syringe plunger not in place" message. The syringe plunger sensor was checked and tested. The "syringe not in place" alarm was found during the syringe test. The syringe plunger sensor rear true/false value stuck on false. The issue was caused by the damaged plunger cable which had exposed wires. The user damaged the plunger cable during either their disassembly or reassembly of the plunger head. The plunger cable was replaced, preventative maintenance was performed and the pump passed all functional tests.

Event description:
Information was received indicating that a smiths medical medfusion pump displayed a "syringe plunger not in place" message. There was no patient involvement when the issue was discovered.